Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to an unknown reason. No further information has been obtained.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to an unknown reason. No further information has been obtained. Additional information was received that the patient was explanted due to weakness in his legs post operation. The explanted devices were discarded per facility policy.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to an unknown reason. No further information has been obtained. Additional information was received that the patient was explanted due to weakness in his legs post operation. The explanted devices were discarded per facility policy. Additional information was received that the leads were also explanted.

Manufacturer narrative:
Correction to the supplemental-001 MDR in blocks b3 and h6 patient code. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7105932. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7105930. UDI: (B)(4).